Event description:
It was reported to philips that the azurion 7 system flex monitor had no display. Device use at time of event is unknown. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected system onsite and did not confirm the reported issue. The actual problem was the hemo unit that was sending its display to the back of the flex monitor was putting out the wrong line resolution. Customer required a d-scalar to output the proper line resolution or replace the monitor on the back of with a functional one. Later, customer replaced back monitor. After replacement it displays hemo. This is not philips manufactured product; the issue does not affect any functioning of philips product. The case has been cancelled by the customer and service has not been provided. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The hemo unit sending display to flex monitor was putting out the wrong line resolution which is not the philips system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.